Manufacturer narrative:
(B)(4). The hospital biomedical engineering department evaluated their device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not charge for defibrillation during a patient event. The customer advised that the staff powered the device off and on, thereafter proper device operation was observed and the patient was shocked. The delay in treatment is unknown. No further issues were observed for the rest of the patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information and was advised by the customer that no further details about the patient or the event are available.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not charge for defibrillation during a patient event. The customer advised that the staff powered the device off and on, thereafter proper device operation was observed and the patient was shocked. The delay in treatment is unknown. No further issues were observed for the rest of the patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information and was advised by the customer that no further details about the patient or the event are available.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.